Event description:
Reporter has observed the er1 message in the past. Reporter stated her highest observed blood glucose reading was 494 mg/dl. Reporter does not remember what she has done after the er1 messages.